Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 16 days after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate implant and immediate load procedures were performed and biomechanical overload has happened.